Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump molded clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the burning smell was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed, and the display became fully operational. There were visual indications of dried fluid on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. The voltage check passed. Pre-accelerated stress test 15-minutes 1000ml simulated treatment was performed and passed with no further alarms or issues. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during dwell 4 of 4 of their peritoneal dialysis (pd) treatment. The patient stated they tried to turn the cycler on and off, but it did not power up, and a burnt smell was coming from the cycler. The power cord was properly connected in both ends and cycler plugged. There were no recent power outages in the home or in the area reported. The cycler would not power on when the switch was flipped, and the power switch was in the on position. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.